Event description:
Physician reported a right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 2372202 and catalog: tsx310. Opening extended on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by MRI and ultrasound. Device has been explanted and replaced.